Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer also reported rewind anomaly as the customer was unable to rewind the insulin pump. The customer was asked to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with no rewind anomaly noted. (B)(4).